Event description:
Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted from a 43-year-old patient after an implant duration of three (3) months and twenty-two (22) days due to central regurgitation. Per medical records received, during index procedure just after implanting the valve, a ring dehiscence was observed in the right coronary leaflet. Thus, the valve implant was reinforced with 3 points from outside the aorta and the issue was fixed intraoperatively. The procedure was successfully completed. However, three months later, the patient presented with dyspnea with decreased functional capacity. A mechanical valve was implanted in replacement with no reported complication.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Manufacturer additional narrative: the device was returned after being used in the procedure. Per product evaluation, customer report of regurgitation was unable to be confirmed through visual observations. As received, all three leaflets were slightly stiff due to dehydration. X-ray demonstrated commissure 1 bent outward and commissures 2 and 3 bent inwards. Host tissue on the stent circumference was minimal at both the inflow aspect. A non-transmural cut on leaflet 1, approximately 5mm long, was observed on the outflow aspect. Sewing ring cloth had multiple cuts around the valve. Functional testing can not be performed due to the valve condition as received. Laboratory findings were aligned with customer imagery. Per product evaluation, customer report of regurgitation was unable to be confirmed through visual observations. Trivial/trace to mild amounts of aortic regurgitation are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mitral regurgitation, if the regurgitation worsens or becomes symptomatic, re-operation may be necessary. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and or prior to protamine administration and is usually tolerated by patients. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets.

Event description:
Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of three (3) months and twenty-two (22) days due to central regurgitation. A non-edwards mechanical valve was implanted in replacement with no reported complication.

Manufacturer narrative:
E1: reporter name and address; address - line 1: (B)(6). H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), b7 (other relevant history, including preexisting medical conditions), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: pictures of the explanted valve were received and reviewed. Customer report of regurgitation was unable to be confirmed through image evaluation. Image showed inflow aspect of an explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Trivial/trace to mild amounts of aortic regurgitation are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mitral regurgitation, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and or prior to protamine administration and is usually tolerated by patients. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. A DHR review was performed and no related non-conformances were found. Based on the information received, the complaint was unable to be confirmed and a root cause of the failure of valve requiring an explant post-operatively could not be determined. An edwards defect has not been confirmed.